Event description:
(B)(4). On going severe body pain. Hard time walking or standing for a long period of time. Hot flashes, sweating, night sweats, excessive discharge, spotting, irregular periods, memory loss, dizziness, light headed.